Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl. The customer reported that they experienced vomiting and head was little fuzzy. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer used insulin injections to lower the blood glucose levels down. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer did not allege the insulin pump for under delivery. The insulin pump was not on auto mode at the time of the incident. The insulin pump will be returned for analysis.